Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer reported that the infusion set and cartridge was changed to resolve the issue. Customer was successfully able to resume insulin delivery. Customer's blood glucose was approximately 300 mg/dl.